Manufacturer narrative:
On 07/31/2024, during the preventive maintenance (pm), the device was reported to have a air in line sensor error. After calibrating the pump, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/31/2024, during the preventive maintenance (pm), the device was reported to have an air in line sensor error.

Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on december 4, 2024, it was determined that events involving constant air in line alarm when no air in line is present is not reportable. The occurrence of constant air in line alarm represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).